Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer and his wife called to report that the paramedics were called twice due to low blood glucose levels. The wife stated that the insulin pump did not alarm to let him know that his blood glucose levels were going low. Attempted to upload the insulin pump information, but it was not possible at the time of the call. Nothing further was reported.